Manufacturer narrative:
Device was initially reported on (B)(4) under MFR number 2520274-2014-14799 submitted on november 18, 2014; however, should have been reported on this complaint (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) surgery for a left leg pertrochanteric multifragmentary fracture, when trying to lock down the leg screw, the locking mechanism was not working. The surgeon noted he was unable to get the set screw turning using the flexible screwdriver. The locking mechanism to lock the screw into the femoral head would not drop down and then snapped when force was applied. The nail was removed and a chunk of metal came out with it. The locking mechanism was found to be damaged. The chunk of metal was retrieved. A new nail needed to be implanted. There was approximately a twenty minute surgical delay. Patient reported to be doing well. This is from next generation trochanteric nailing system (tfna) market preference evaluation 149. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
The nail with its respective locking mechanism (lock prong, lock drive & wave spring and a prong fragment from the locking mechanism was received from the field. The nail exhibits deformation in the area inside of the oblique hole on the lateral side. The prong of the locking mechanism is detached and appears to have been buckled. From the evidence presented the lag screw may have not been aligned properly by aligning the handle of the screw inserter with the aiming arm to allow the prong of the locking mechanism to engage the groove on the side of the lag screw. The prong appears to have skived off the barrel of the lag screw when advanced by the flexible hex screwdriver causing it to buckle and advanced to the inside wall of the nail. Once deformed it appears that the prong became lodged between the lag screw and the inside wall of the nail and excessive force was needed to remove the lag screw from the nail causing the prong to become detached from the body of the locking mechanism. All activities were reviewed and found to be adequate. The technique will be monitored and updated as necessary. The flexible screwdriver was not returned for investigation. Two different surgical time delays were provided (15 minutes and 20 minutes), therefore, surgical delay has been documented as an approximate time between 15-20 minutes. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 15-20 minute surgical delay was reported.